Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on anterior side assessed as surgical damage and broken observed on posterior side assessed as surgical impact (shell thickness was within specification). Seroma-late: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed on the surface of the shell. Creases were observed. Stress marks observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Seroma-late was later reported. Device has been explanted.

Manufacturer narrative:
Initial reporter: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.